Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had unexplained no delivery alarms, diminished battery life from day one use, no low battery warning, cracked on act button, deep scratches on screen making it harder to see and rewind process louder than it used to be. The device will not be returned for analysis.